Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 7072865/7073073.

Event description:
It was reported that the patient had an infection at the pocket site. The physician believes the infection was not device related. The patient underwent an explant procedure and pus were noticed during surgery. The patient was doing well postoperatively. Explanted device components will not be returned.

Event description:
It was reported that the patient had an infection at the pocket site. The physician believes the infection was not device related. The patient underwent an explant procedure and pus were noticed during surgery. The patient was doing well postoperatively. Explanted device components will not be returned. Additional information was received that the patient was placed an antibiotics.